Manufacturer narrative:
A customer observed an increased rate of presumptive positive results with use of the cobas sars-cov-2 test. The same patient samples were retested and the majority of them generated negative results. The repeat results were released and no harm was alleged. An investigation did not identify any product problem. The majority of samples were identified as near the limit of detection (lod) which are expected to waiver upon repeat testing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer observed an increased rate of presumptive positive results with use of the cobas sars-cov-2 test. The target 1 negative, target 2 positive results were retested and the majority of them generated negative results. The repeat results were released and no harm was alleged. The patient samples were collected using yocon tubes and stored in snap cap tubes at 2-4 degrees celcius. The samples were vortexed prior to aliquoting from the collection tube into the secondary tube and allowed to equilibrate to room temperature before transfer. No sample recollections were performed. According to the method sheet, samples should be collected using: copan utm-rt system(utm-rt) or bd¿ universal viral transport system(uvt) and nasal swab samples collected in cobas® pcr media and 0.9%physiological saline. Testing of other sample types with cobas®sars-cov-2 may result in inaccurate results. During a review of the data, 13 samples were identified that generated negative target 1 and positive target 2 results. These samples were retested and generated negative results. The CT values of these 13 samples are considered late as they are 36.5 and later. According to the method sheet, it is expected that samples that are exhibiting these results are considered lod samples. Limit of detection (lod) studies determine the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive. Because of this, lod samples are expected to waver between positive and negative results if they are tested multiple times. In addition, patient sample 14 was initially positive for both target 1 and target 2 but generated negative results upon retesting. While this is not apart of the case's allegation as it is not a presumptive positive result, it still generated a late CT value and is possibly an lod sample. An investigation was performed to evaluate the customer issue. The allegation was not substantiated through stability and release data of the kit nor through the evaluation of non-conformances and suspected components. A kit product problem is not suspected in this case. The discrepant results are likely the result of samples near the limit of detection.